Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports not being happy with results and does not believe aligner therapy meets the treatment goals to align mandibular teeth. The patient provided dr. Recommendation to stop treatment on (B)(6) 2024. The dentist's evaluation, diagnosed with mandibular crowding that presented at the end of the initial aligner set. There appears to be excessive tooth width present in the mandibular interiors. Interproximal reduction is likely to be needed to compensate for the excessive width. It is determined that it is highly unlikely that treatment goal of aligned mandibular teeth will be completed.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.